Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A5) patient ethnicity - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the lld ez was discarded, thus no returned product investigation was performed. H6) cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), left ventricular, and two right ventricular (rv) lead due to cied system/pocket infection. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Utilizing multiple spectranetics devices (glidelight laser sheath, tightrail sub-c rotating dilator sheath, and tightrail rotating dilator sheath (long)), one of the rv leads came free. However, the patient¿s blood pressure dropped, and a pericardial effusion was detected via intracardiac echocardiography catheter (ice). Rescue efforts began, including sternotomy. A rv perforation was discovered and repaired, and the remaining leads were removed post-sternotomy. The patient survived the procedure. This report captures the lld ez device providing traction to the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.